Manufacturer narrative:
Physician was performing left heart catherization with percutaneous angioplasty. During the intervention, one balloon was inserted into the 1st vessel, 2nd balloon inserted in second vessel. After multiple negative inflations and manipulation, the balloon in the first vessel was removed and remained inflated. Balloon in the second vessel was removed without difficulty. It is reported that several balloons were being used during the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the distal tip was damaged. There was stretching evident on the distal shaft, starting approx. 1mm proximal to the balloon bond and running proximally for approx. 10mm. An attempt was made to carry out deflation testing, however the balloon could not be inflated due to damage on the distal shaft.

Manufacturer narrative:
Cine image review: procedural images of the procedure confirm the presence of bifurcation lesion in the om. The lesions were pre-dilated followed by stent deployment. There are no images showing the kissing balloon inflations of the nc euphora 2.75 x 15mm balloons completed for post dilatation of the alpine stents, that were deployed in the om bifurcation lesions. One image shows the patient's hand over their chest at one stage after the deployment of the 2nd stent. But coronary angiography with contrast is being performed at that stage and there is no vessel occlusion evident and there is no evidence of an inflated balloon with deflation difficulties. There is no evidence from the images to support the root cause of the deflation difficulties reported. (B)(4).

Event description:
It was reported the physician was attempting to use an nc euphora balloon, involving kbt and treatment of a bi-frication. It was a bifurcated lesion and the nc euphora balloon was passing through a stent in the circumflex and post dilating the stent that was placed in the om. The lesions were pre-dilated with a euphora sc balloon. The device was removed from its packaging as per IFU and inspect ed with no issues noted. No issues noted when removing the protective sheath/ stylette from the device. Some resistance was encountered when advancing the device to the lesion, due to bifurcation stent placement, no force was applied. No difficulties reported during inflation. Balloon was inflated for 10 seconds at 12 atms and then for 20 seconds at 12 atms. There was minimal movement of the balloon prior to attempted deflation, placement of kissing technique. Difficulties are reported upon initial deflation, balloon deflated a small amount and then slow/ partial deflation (regardless of trying to inflate and deflate over and over again). Contrast used 3 saline:1 contrast. It appeared as if the balloon tried to deflate and then filled back up again with more contrast. All were short inflations. Fifteen - twenty seconds in duration. Deflation problem was on first initial inflation. The physician had to deep seat the guide catheter and remove all of the wires and balloons simultaneously. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.